Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08-07-2024, that on (B)(6) 2023, the patient experienced a skin reaction. It was reported that the patient experienced a skin reaction with itching, burning, a rash, and redness under the entire patch area which occurred on an unspecified day after the sensor had been inserted. The skin was prepped with an alcohol wipe prior to insertion. No photo was provided. The patient consulted with a dermatologist in (B)(6) of 2024. Over the course of several weeks, the patient was prescribed an unspecified topical steroid cream, unspecified oral steroids, and dupixent. The patient was also using aquaphor topical healing ointment on the area. It was reported that the medication had a "limited effect" on the skin reaction. The patient is now placing the sensor in her upper abdomen area while the other area heals. The patient stated the skin reaction was healing at the time of report. No additional event or patient information is available.